Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that some resistance encountered while the proximal portion of the subject stent was deploying and the physician applied some pressure to help the device better cover the neck of the basilar tip aneurysm. It was apparent that the proximal end of the stent did not deploy and expand properly. Imaging showed that "three (3) proximal stent markers were together, and the forth (4th) was separated from the rest." The physician was afraid of that the stent had fractured. There were no clinical consequences to the patient due to the reported event.